Event description:
The customer reported: the patient experienced an anaphylactic shock reaction.

Manufacturer narrative:
Qn#(B)(4). The customer report of an allergic reaction was confirmed by the customer-provided information. The catheter provided in this kit is agb+ coated, and the customer stated that the patient had a known allergy. However, the agb+ information card provided in this kit indicates that this device is contraindicated for patients with known hypersensitivity to chlorhexidine, silver sulfadiazine and/or sulfa drugs. The information card also instructs the user, "perform sensitivity testing to confirm allergy to catheter antimicrobial agents , if adverse reaction occurs." Based on this information, intentional user error caused or contributed to this event. An in-service has been requested to further educate the customer.

Manufacturer narrative:
(B)(4). The patient's condition is documented as critical. Additional information requested. No additional information received at the time of this report.

Event description:
The customer reported: the patient experienced an anaphylactic shock reaction.